Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Patient's left hip was revised. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00456, 1038671-2017-00457, 1038671-2017-00459 and 1038671-2017-00460.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components due to frequent subluxation.